Manufacturer narrative:
(B)(4). Further information regarding event, product, or patient details has been requested. No additional information is available at this time. The event is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Clarification: the filler was injected into the patient and is not accessible for return. The syringe was not returned for evaluation. This is a known potential adverse event addressed in the product labeling.

Event description:
Healthcare professional reported that a patient experienced a granulomatous reaction to the filler which is a well known potential risk of filler injections approximately less than 3 months after they were injected in the infraorbital rim with an unspecified juv¿derm. 51 days after onset, patient had a "punch biopsy of skin" confirming "foreign body granulomatous reaction." 18 days later, patient was treated with hyaluronidase + intralesional kenalog injections" and the same treatment a week later. Event is ongoing at this time and it was noted "but improved."